Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor output. The event occurred during a therapeutic gastric sleeve procedure. There were no reports of patient harm.

Event description:
The procedure was completed but was unspecified whether it was with the same device or similar device.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.